Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A field service engineer (fse) verified that station showed no failed drawers, spoke with customer who were unaware of any issues, and was unable to replicate any drawer failures; no issues were found with the station. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had hardware failure when user tried to pull medications during surgery. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.